Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The 95% stenosed, 28mm in length target lesion was located in the moderately tortuous, moderately calcified and 4.0mm in diameter left anterior descending artery (lad). A 4.00x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during advancing, it was noted that the stent was dislodged in the vessel which was then retrieved using a snare. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and it was noted that the balloon wings were relaxed and opened up from their folded position. Crimp markings were not as evident as positive pressure has been applied to the balloon. Solidified media was present inside the balloon chamber. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The 95% stenosed, 28mm in length target lesion was located in the moderately tortuous, moderately calcified and 4.0mm in diameter left anterior descending artery (lad). A 4.00x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during advancing, it was noted that the stent was dislodged in the vessel which was then retrieved using a snare. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.